Event description:
The records of 95 male pts in whom a double cuff aus was implanted between 1986 and 1995 were reviewed. Ten of 95 pts required removal of one or both cuffs due to erosion. Two had reimplantation, one had device removed due to infection, one required temporary urinary diversion with a suprapubic tube, and six required revision for malfunction or urethral atrophy.